Event description:
Ff / emt's responded to a witnessed cardiac arrest outside the patient's home in the rain. A weak pulse was palpated but then stopped. CPR was initiated while the device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the patient's chest was very hairy, the expiration date on the defib electrodes was noted to be 2003, and the device continuously "connect electrodes," inhibiting operation of the device, not allowing it to analyze the patient's rhythm. An als team with a manual defibrillator arrived within 1 - 2 minutes with a manual defibrillator and took over the scene but the family told the paramedics, "do not resucitate" and the patient was not resuscitated.